Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a por (power on reset). From the electrical reset the ICD reverted to backup mode. The patient had claimed that their device had made ¿funny noises¿ earlier in the day and may have been vibrating. The patient attempted to send a remote transmission but was unsuccessful in doing so. The patient then spoke to their ep (electrophysiology) physician who recommended that they go to the ER (emergency room) and have their device checked. Interrogation of the device in the ER that night resulted in an alternating pitch sound from the ICD (higher frequency than the typical ICD audible alert) and revealed a message of device electrical reset, serious device memory failure, and device should be explanted. The patient was then transferred to another hospital for women because the patient was approximately (B)(6) weeks pregnant. The patient¿s ob-gyn gave clearance for the changeout to be done. However, the patient decided to only have the ICD changeout after the delivery of their baby that would be within the following two weeks. It was noted that the patient had received multiple shocks for a vt (ventricular tachycardia) storm back in (B)(6) 2018. Following this the patient¿s ICD was programmed to a lower rate of ninety beats-per- minute and had multiple sequences of ramp and burst atps (anti-tachycardia pacing) programmed into their device. With the device undergoing the electrical reset, it was quite disconcerting for the patient that they only had defib shocks available as therapies from their ICD and that the vf (ventricular fibrillation) detect rate was unknown. Ten days later the patient had the ICD explanted and replaced with a competitor device at the patient¿s request. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated an electrical reset. Hybrid analysis confirmed the serious memory error observed in the field. The serious memory error was determined to be due to a double bit error that was detected by the daily flash scan firmware algorithm. The stacked chip scale package was de-processed, and the integrated circuit was removed and placed onto a pin grid array (pga) package. In the process of mounting the integrated circuit onto the pga, the integrated circuit was damaged. The analysis was terminated and the result is inconclusive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. If information is provided in the future, a supplemental report will be issued.